Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc) and advanced display driver (sadd) to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Error 319 was confirmed in the logs. The ccc was analyzed but no issue related to the event were found. The unit was installed onto a known good system and powered on with no issues. Then the golden system was set to run 10 power cycles and sitting idle for overnight. Once the testing was completed, the system error logs were inspected, but no error could be identified. The fiber light levels were verified good on all ports. The sadd was analyzed but no issue related to the event were found. The unit was installed on a good known in-house system, and the system did not trigger error 319 during start up. Multiple power cycles were performed and the system was left idle for some time, but the system still did not trigger error 319. The error could not be replicated. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to an unidentified component issue that could not be replicated during in-house testing, as indicated by the failure analysis findings.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that they are getting repeated faults on the system. Tse reviewed logs and confirmed 319 faults. Tse had customer hard cycle, reseat fiber cables, and move fiber cable on both the surgeon side console(ssc) and vision side cart (vsc) and issue persisted. Customer was looking for a secondary blue fiber but did not stay on the line with tse. The touchpad was blacked out and there was nothing displayed on it. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said that the patient was not on the table when the issue occurred. There was no patient involvement.